Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 35.8-36.7 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
Record is being updated due to a malfunction based on analysis.